Event description:
It was reported that the pt expired due to loss of blood after the sheath separated from the sideport/hemostasis valve. The pt was noted to have been confused prior to the event and somewhat active in bed.